Manufacturer narrative:
The customer had resolved the leak by cleaning and reattaching the tubing on the upper sheath restrictor as well as dried the rockerbed sensors. A bec field service engineer (fse) was dispatched for this event. The fse confirmed that the leak consisted of diluent and was coming from a disconnected small green stripe tubing on the upper sheath restrictor and dried on the rockerbed sensors. The analyzer was in use upon arrival as the issue was resolved. The fse verified that the rockerbed sensor was functioning properly, and re-tubed green-stripe tubing at upper sheath restrictor coil. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. V.

Event description:
A customer contacted beckman coulter (bec) reporting that about 10 mls of clear fluid had leaked from the green disconnected tubing from the upper sheath restrictor on coulter lh 780 hematology analyzer. The customer also reported that the rockerbed is not functioning properly. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, eye goggles, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated.